Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an "error 2" message. The medical affairs specialist (mas) spoke with the pt on nov 25, 2008 and obtained the following info. The pt reported that the alleged error message began to appear intermittently one week prior to contacting lfs. The pt claimed she was able to test her blood glucose during that time period, but did not recall the last blood glucose reading obtained with the subject meter or the actual date she was last able to obtain a result. The pt stated that she currently manages her diabetes with diet only. On the evening of the day prior to original date, after the alleged issue started. The pt reported that she developed symptoms of shaking, sweating, and felt really hot. The pt associated these symptoms with a high blood sugar and as a result took cinnamon tablets and exercised. The pt claimed she felt better two hours later. At the time of troubleshooting, the pt informed the customer care advocate (cca) that the test strips appeared damaged. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.